Event description:
Customer reported the tubing is cracked at the female luer and leaks fluid onto the floor. A clave valve is attached to the venous access and the tubing is attached to the clave. The clave is swabbed with alcohol before attaching the tubing. At times the leak requires another dose of medication to be administered, to make up for the lost solution. Although requested, no add'l pt or event info was provided.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported cracking at the female luer. The customer stated the extension set was discarded; therefore, a failure investigation could not be performed.